Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported scope connection error issue could not be reproduced or confirmed during evaluation and testing, and a definitive root cause of the issue could not be determined; no device problem was found. The event can be detected by following the instructions for use section below: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope reported a connection error. The issue was found during preparation for use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the scope passed the dunk test with no other leaks found and had a very good image. The scope was tested with multiple cv-190 processors with no connection error. Overall the scope passed the estimation inspection process with no problem found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.